Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon reviewing transmission, the implantable cardioverter defibrillator exhibited noise episodes causing pacing inhibition recorded on (B)(6) 2017. No intervention has been performed. No patient symptoms were reported due to the event and the patient will be monitored remotely.